Manufacturer narrative:
The inform the information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was given dextrose and shots to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also reported pump physical damage and site issues. The insulin pump will be returned for analysis.